Event description:
It was reported that during the implant procedure, the lead showed high pacing impedance as well as high threshold measurements even after repositioning the lead. The lead was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary : (B)(4): the full lead was returned and analyzed and the helix was disengaged from helical channel. The inner tubing was kinked/buckled, there was blood in/on the helix/lobe mechanism (sleeve head) and the helix/lobe mechanism itself, and the lead appeared damage at implant.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.